Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, unit displayed "defib fault 79" message and "defib fault 78" message, and would not charge above 50 joules. The complainant indicated that there was no pt involvement in the reported malfunction.